Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as an allergic reaction consisting of a rash under the lifevest that spread to her stomach and legs as well. The patient consulted her physician and was told to remove the device. In addition, the patient was prescribed medication for the rash. There is no allegation of a device malfunction. Follow-up indicated that the irritation was improving with use of the prescribed medication.